Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) has received the hrsv monitor associated with this complaint and completed investigations. Failure analysis investigations could replicate the customer reported complaint of intermittent power in the right eye. When the hrsv monitor was installed and tested in the pca system, the system started up and failed without video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer (hrsv) monitor on the ssc to resolve the reported issue. The system was tested and verified as ready for use. Isi has requested the hrsv monitor involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date could not conducted by technical support when the customer called for troubleshooting assistance as the customer's system was not on the network at the time of the event. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sk2966. This complaint is being reportable malfunction event due to the following conclusion: the surgeon converted to another surgeon side console (ssc) after the start of the procedure due to a reoccurring monitor issue on the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) monitor shut down. An intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the customer to reboot the system and clean the blue fiber cables. The system worked properly for a few minutes after performing these steps, but then the issue occurred again. The surgeon moved to the second ssc to complete the procedure. There was no patient injury. Isi has followed up with the initial reporter and obtained the following additional information on (B)(6)2022: it was confirmed that the event occurred on (B)(6)2022. The system was inspected prior to use and there were no issues observed during system set-up.